Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And "suspects" rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe. As per the investigation procedure, non-penetrating and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown, and "suspects" rupture. Record is for right side. Device has been explanted.